Event description:
It was reported that the lead broke and both the lead and implantable neurostimulator (ins) were replaced in 2004.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3998, lot# la3790, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).